Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient experienced skin irritation at the site of the pod. Upon visiting the dermatologist, the irritation was determined to be dermatitis and was related to the isobornyl acrylate in the device. The patient was prescribed hydrocortisone cream, benadryl and a barrier product to prevent future irritation.